Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that there was damage to the force sensor socket. The pump was primed during evaluation, and the complaint that the pump dispensed insulin during the load step could not be duplicated.